Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Performed a pre-check on unit and confirmed fio2 was slightly out of specifications. When testing blending accuracy for fio2, at 70% it was reading 66%. Customer had replaced with new o2 cell but still off specs. Removed the casing and adjusted blender and got reading within specifications. Closed casing and ran ovp, unit passed all test and runs according to OEM specs.

Event description:
The customer reported to vyaire medical that the avea ventilator is experiencing fio2 inaccuracy. At this time, there is no information regarding patient harm associated with the reported event.